Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 7 mdrs filed for the same event (reference 1825034-2014-04324 / -04328 and -06123 / -06124).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone/tissue, metal poisoning, metallosis, elevated metal ion levels, and infection. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012 and a revision procedure of the left hip on (B)(6) 2008. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2008 reports: patient was revised on the left side due to pain and loosening of the acetabular component. Revision op report notes the presence of heterotropic bone imbedded in the soft tissue, ossification, hypertrophic fibrotic tissue, and a collection of cloudy synovial fluid. In addition, op report notes the presence of a spike of bone 2.5 cm high and several centimeters at the base anterior of the distal portion of the greater trochanter and pointing anteriorly. The cup and modular head were removed and replaced. Additional information received from the patient op notes dated (B)(6) 2013 reports: the patient was revised on the right side due to an infected right hip with an open draining wound. All components were removed and replaced with antibiotic spacers. Records indicate a second procedure was performed (B)(6) 2013 to replace the spacers.